Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge door unable to open. Field service engineer confirmed that there was no issue with device. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis ciisafe fridge door unable to open.the customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.